Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the two controllers ((B)(6)) were not returned for evaluation. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2022 at 10:42:51, indicating an issue with the internal battery. Review of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2022 at 11:00:43 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Before the vad disconnect alarm, review of the event log file associated with (B)(6) revealed a reactivation event logged on (B)(6) 2022 at 11:00:42 indicating an open phase in the rear stator, likely during the physical disconnection of the driveline during troubleshooting. In addition, log files associated with (B)(6) revealed that the controller was in use for more than two years. The reactivation event observed in the log files is an additional finding not related to the reported event. Based on risk documentation and the available information, a possible root cause of the observed reactivation event can be attributed, but not limited, to a marginal connection between the driveline and the controller during the reported controller exchange, and/or contamination within the driveline connect or. Review of the event log file associated with (B)(6) revealed a two controller power up events on (B)(6) 2022 11:02:08 and 11:16:03 with one associated pump start logged at 11:16:21. Additionally, review of the data log file pertaining to (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point was logged on (B)(6) 2022 at 11:16:36, indicating that the power up events occurred during the reported controller exchange. Analysis of the alarm log file pertaining to (B)(6) revealed a controller fault alarm logged on (B)(6) 2022 at 14:35:05, indicating an issue with the internal battery. Additionally, review of the alarm log file associated with (B)(6) also revealed two vad disconnect alarms logged on (B)(6) 2022 at 00:02:23 and 11:04:05 indicating a physical disconnection of the driveline from the controller during troubleshooting and/or the reported controller exchange. Furthermore, log files associated with (B)(6) revealed that the controller was in use for more than two years. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal batteries and/or faulty internal battery charger integrated circuits. Additional products: d4: serial #: (B)(6) d10: no h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d15, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited a controller fault alarm due to the internal battery end of life. The patient exchanged the controller and the backup controller exhibited a controller fault alarm due to internal battery end of life. Both controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name : heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420 , expiration date: 31-oct-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation : no, mfg date: 04-oct-2019, labeled for single use : no, imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705, method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.